Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 153349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 153349 test base part number 195-430h / lot: 148377. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153349 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false positive result with the binaxnow covid-19 ag self test after receiving the moderna covid-19 vaccine. The consumer reported a pink blurry circle under the sample line on the first (1) test kit performed on (B)(6) 2021, and a solid pink color under the control line on the second (2) test kit. Performed on the same day. Per the consumer,she was experiencing symptom after receiving the vaccine. Although requested, additional information was not provided.